Event description:
It was reported that the pulse generator exhibited a four second pause in pacing on the holter monitor. The physician decreased sensitivity and the patient was sent to the hospital for a double check. The patient presented syncopal with ventricular inhibition and undersensing. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.